Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a secondary intraocular lens (iol) implant procedure was performed on an aphakic patient due to the patient uncooperative. Corneal edema and the cornea weakened was reported. The prior suture was removed during the secondary procedure and complete aspiration of the remains including viscoelastic was performed. A discontinuous anterior chamber was observed at midday 12hr, so it was decided that a 3-piece iol would be implanted. The capsulorhexis was completely posteriorly and the iol support was lost. An attempt was made to remove the iol but vitreous was observed in the anterior chamber. An anterior vitrectomy was performed and with the suture of incisions without vitreous entrapment it left an air bubble. The iol was left in the posterior chamber. The patient has been evaluated once a week postoperatively and is stable. He is awaiting lens repositioning.